Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the evening of (B)(6) 2012. The patient claimed she manages her diabetes with insulin (type/dose not specified). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported having symptoms of a headache, body ache, and sweaty after the alleged issue began. The patient, however, denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before and there was no misused of the meter. The cca educated the patient on the meter's behavior and auto-shutoff. The alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.